Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had lots of artifacts in a study. The data was only 21 hours out of 48. The recorder worked correctly during the previous procedure. There was no patient injury, but a repeat procedure was necessary.